Event description:
It was reported that during the implant of a right atrium leadless pacemaker that after fixating two times with lack of current of injury and impedance not rising, under fluoroscopy it appeared that helix snagged on tissue resulting in helix becoming sprung. The ralp was not used and the physician elected to complete the procedure with a different ralp. The patient condition was not reported.